Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a maryland bipolar forceps instrument was reported with a scorched pulley cover. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.